Event description:
It was reported that on (B)(6) 2022, a 31mm amplatzer amulet was successfully implanted with no reported complications. Post-device release, trans-esophageal echocardiogram (toe) showed the device in optimal position. On the morning of (B)(6) 2022, the patient passed away due to unknown reasons; autopsy was not completed at the time of report. Prior to the implant procedure, it was reported that the patient's health was poor, described further as "frail" and required wheelchair assistance to the cardiac catheterization laboratory for the implant procedure. Of note, on an unknown date, transthoracic echocardiogram (tte) was performed, which showed device embolization; it is unknown whether this impacted the patient's health or not. The cause of death remains unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device migration and patient death were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.